Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician was having issues during a programming appointment with the programming system. The programmer kept giving an error message after they started interrogation. Replacing the usb serial cable resolved the problem. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.